Event description:
The stealth 360 peripheral orbital atherectomy device (oad) was used to treat subintimal and the oad became stuck.

Manufacturer narrative:
H6 investigation conclusion code 22: the stealth 360® peripheral orbital atherectomy system instructions for use manual states that vascular dissection is a potential adverse event that may occur and/or require intervention with use of the system. The device history record for the reported oad could not be reviewed as the lot number was not provided. If the lot number is provided, a DHR review will be performed. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).